Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a white particle was found inside a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. The issue was identified during setup and preparation prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from january 09, 2021 - january 10, 2021. H10: the device was received for evaluation. A visual inspection was performed, which observed a white particulate matter (pm) floating inside the bag. The pm was identified as butyl rubber. The reported condition was verified. The cause of the condition could not be determined; however the possible cause was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.